Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not identify any abnormalities or anomalies during production. The device met specifications upon release. The root cause was traced to component failure. The product was manufactured prior to a change in the operational amplifier (op-amp) circuit design of the patient board. It is likely the 180 series scopes no longer produce an image due to a failure of the op-amp. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
The device was not returned to olympus. The customer informed the olympus technical assistance representative that the scopes worked correctly with another cv-190 unit. The olympus representative informed the customer the paddle connection on the complaint device is defective and the unit will need to be sent in for evaluation and repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center would not display an image whenever a 180 series scope was connected. This event was discovered during preparation for use for a diagnostic procedure. The customer reported trying two 180 series scopes with different maj-1430 videoscope cables and was not able to get an image for either one, but a 190 series scope displayed a normal image. No patient harm or impact to patient care was reported.